Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer alleged that after bolus, leakage was observed on the place where needle is situated and also self adhesive was wet. No adverse event alleged. Device not available for return. Lot not provided.